Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of flow errors displaying on the centrimag console was confirmed. The centrimag 2nd generation primary console (serial number: (B)(6) ) was returned for analysis and a log file was downloaded for review that showed events spanning approximately 4 days ( (B)(6) 2023 per time stamp). Events occurring on (B)(6) 2023 took place during testing at abbott. On (B)(6) 2023 at 03:26:53, a ¿system alert: s3¿ activated following a ¿sf_flow_supply_5v¿ sub-fault. The flow dropped to 0 lpm; however, the speed remained the same. S3 alerts continually activated throughout the log file and flow remained blank. There were no other notable alarms active in the log file. The console was returned for analysis to the service depot and was connected to a test loop. Upon powering on, an s3 alert appeared with an audible alarm. The alarm was silenced, and the pump speed was increased. The console did not display flow, confirming the reported event. Further investigation determined that the flow printed circuit board (pcb) was not functioning as intended. The flow pcb was replaced, and the console was functionally tested and passed testing. The console was returned to the customer. The flow pcb was returned to product performance engineering (ppe) for further analysis. The flow pcb returned to ppe in unremarkable condition. The pcb was connected to a test console. Upon powering up, a ¿system fault: s3¿ alarm was active. The motor speed was increased, but the flow remained blank ¿--.--". After review of the log file, the s3 alarm activated following a ¿sf_flow_supply_5v¿ sub-fault which is related to an isolated issue with resistor, r666, becoming electrically compromised on the flow pcb. Further troubleshooting was unable to be performed due to the board being manufactured by a third party supplier. The root cause for the reported event was conclusively determined to be due to an issue with the flow pcb; however, a further root cause was unable to be determined. The device history records were reviewed for the centrimag 2nd generation primary console (serial number: (B)(6) ) and the console was found to pass all manufacturing and qa specifications. The 2nd generation centrimag system operating manual section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction.". The 2nd generation centrimag system operating manual section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support.". The 2nd generation centrimag system operating manual table 16 entitled ¿console alarms & alerts¿ addresses how to properly interpret and troubleshoot all system alarms including s3 alarms. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the console kept displaying flow probe errors while using several probes.